Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that the device had a broken connector pin.

Event description:
The patient reported that their recharger screen was blank and this issue started on (B)(6) 2014. The green light was present on the desktop charger but the recharger screen was still blank. The patient unplugged the recharger and plugged it back in and saw the splash screen. They put their recharger belt on to recharge and the screen went blank again. They tried unplugging the recharger and plugging it back in again but the issues did not resolve. The desktop charger had a broken connector pin so they were sent a replacement desktop charger. The patient had cramps in their ankles and their hips were in pain since (B)(6) 2014 because they needed to charge their stimulator. Additional information received indicated that the patient was able to charge their device with the replacement desktop charger. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.